Manufacturer narrative:
The reported complaint of false af detections was confirmed. These false positives passed the p-wave discriminator algorithm in assert-iq due to noise in egm signal and variation in p-wave amplitude. No device malfunction was found.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed the patient¿s insertable cardiac monitor (icm) exhibited a diagnostic anomaly. No intervention was performed. The patient was in stable condition.